Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker went into a backup vvi mode due to cybersecurity update was not performed on the device. Programming changes were made. The patient was stable.